Event description:
New information received that patient presented via remote monitoring and the over sensed noise had resulted in inappropriate mode switch.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead exhibited noise over sensing. The atrial lead was capped and replaced on (B)(6) 2025. The patient had no consequences.